Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, he had a seizure and slipped in the bathroom, sustaining a big bruise and cracking teeth. It was stated that his cgm reading reached 400 mg/dl; no bg value was provided. His mother called the paramedics. The patient was taken to the hospital and was given a lot of fluid, insulin, and morphine. He was also taking 325 mg of hydrocodone three times a day. At the time of the report he stated that he was undergoing dental treatment but doing well and was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/12/2022. Although the patient experienced a seizure and resulting injures, it was reported that the cgm displayed the maximum value of high (400 mg/dl) which matched the emergency room (ER) bg reading which was high, and it appears the device was working as intended. This would not constitute a reportable event. There were no reported glucose values available to search within the parkes error grid calculator. Please disregard the initial report for 3004753838-2022-057588.

Manufacturer narrative:
(B)(4).